Manufacturer narrative:
This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Any information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Unchecked "user facility". One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed through visual inspection of the device. Analysis of the device revealed that the device failed to meet specifications; the device failed visual examination due to bent pins on the ps1 connector. The connector is unable to transfer electrical signal from the battery or ac power source to the controller rendering it ineffective. The confirmed malfunction is related to the reported event. Heartware has opened an internal investigation to address this issues. The most likely root cause of the failure is a forced connection, which likely contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient's wife that she had difficulty inserting the ac adapter into the power port when switching the power source from the battery to the ac adapter. After trying several times the alarm reportedly went off and the patient's wife decided to exchange the controller. The patient reportedly passed out for one (1) to two (2) minutes and then "woke up". No further alarms were noted on the new controller. Upon inspection of the primary controller that was exchanged by the facility it was reported that "the wires for the power source plug were bent". The primary controller will reportedly be returned to the manufacturer for evaluation.